Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a missing segments issue. The patient tests his blood glucose twice a day. He manages his diabetes via pills and exercise. The patient indicated that the alleged meter issue started about 3 months ago. As a result of the alleged meter issue, the patient took an increased dose of metformin. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of having shaky hands. During the time of concern, the patient was able to test his blood glucose at a herbal store. He obtained a reading of "133 mg/dl" but the date/time of the result was not provided. It would have been helpful to know the following information: the details of his medication and diabetes management regimes, when the patient increased his dosage(s) of metformin, when the symptoms developed, and if he was able to test his blood glucose before and during the time he was symptomatic. In addition, it would have been helpful to know if the patient tried to interpret the readings with missing segments, what actions he took before and after he developed the symptoms, and when the result of "133 mg/dl" was obtained. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.